Event description:
A 56 yr old pt with respiratory distress was receiving sodium citrate through an arterial line. The infusion rate was supposed to be 3 cc per hour; however, the transpac ii malfunctioned and delivered 500 cc as a bolus.